Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tri-funnel replacement gastrostomy tube and two electronic photos were provided for review. Gross, microscopic visual observation and functional testing were performed. The investigation is confirmed for the reported fluid leak and fracture issue as the balloon was inflated with approximately 20ml of water and a leak was noted at the circumferential split observed approximately 2.4cm distal end of the device. However, the investigation is inconclusive for the reported spontaneous exit of probe as the exact circumstances at the time of reported event are unknown. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the gastrostomy tube allegedly ruptured approximately one month and twenty three days post placement. Reportedly it was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, a picture is provided for review the investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that the balloon of the gastrostomy tube allegedly ruptured approximately one month and twenty three days post placement. Reportedly it was removed. There was no reported patient injury.